Event description:
"""My front teeth have been very sore longer after last 2 steps, so I waited longer to switch. Top teeth were worse, but 1 of my bottom teeth is a little loose - left one of 2 front teeth. I'm afraid to switch again" update 5/13/24: 'my tooth doesn't ""feel"" loose - it is visibly loose. The app doesn't show me my history (when I moved into the current set of aligners), but I believe I started week 8 aligners two weeks ago. My teeth aren't as sore now, but I haven't switched because of the loose tooth. I first noticed it friday night or saturday morning (B)(6) and have been trying to avoid biting into things or aggravating it in any way.I've attached the video - please let me know if you need anything else.' Update 5/13/24: 'how long have you been wearing your current aligners? I think I last switched on (B)(6) to week 8. I wore week 7 several days longer due to soreness as well. These dates were logged in the app, but I can't see them. How many days/weeks did you wear your aligners before switching to the next step? 7 or more days for all steps. Again - I have logged all of the dates for switching aligners in the app. How many hours are you wearing your aligners each day/night? I only take them off for coffee in the morning, then again for breakfast and dinner. I rarely snack or eat outside of breakfast and dinner - so most days at least 22 hours. On the weekends if I have a drink, it might drop to 20 - 21 hours. Have you been able to use your hyperbyte? How long each time, and how often (before reaching your current aligner step)? Until it turns off - which I believe is 5 minutes. I'm more consistent some weeks than others, but I believe it's been once a day around 60% of the time.' (B)(6) 2024 (bst phone call)- cust has a loose tooth and has been in the same set of aligners for about 6 weeks now. They would like to get a rep of u/l 8 as it's very loose and they don't feel like they'll be able to wear it when that comes around. Cust is concerned about their tooth and feels like they'll have to redo week 8 before moving onto week 9 (B)(6)- 02784715 "" as you're aware, I had to put my treatment on hold in early (B)(6) due to a tooth that became loose once I started wearing the step 8 aligners. It took me a couple of weeks to get seen by my dentist (appointment was (B)(6), and she basically said that due to my periodontal disease, I'm at risk of losing this tooth and others if I continue - and because my treatment cannot be monitored in person by byte, I should immediately discontinue it. Unfortunately, it's taken a very long time and many, many phone calls to get a letter from them as the dentist I saw that visit left the practice shortly after. I finally received the letter (attached), and am forwarding it to you per the request in early june. Obviously, I disclosed my periodontal disease when I applied for byte treatment, the provided pictures show evidence of the disease and I was approved. I was assured that the treatment was safe when I expressed concern with how fast my teeth were going to be moved and paid for the treatment in full ((B)(6)) - then wound up almost losing a tooth on step 8 of 15. Given that I am only halfway through treatment and unable to continue without risk of losing teeth, I am requesting a refund for the half I'm unable to use - (B)(6). Please let me know if you need anything else from me in order to process the refund. "

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.